Event description:
On 30th april 2026, it was reported by an arthrex's employee via an email that for 1 unit of ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, it broke during insertion. This was detected during a meniscus root repair on (B)(6) 2026. The procedure was completed successfully by removing the implant and replaced with another ar-2324bcc. There was no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.